Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07295. It was reported the patient had noticed the stimulation had moved to her abdomen, and was no longer in the leg where needed. An x-ray determined one lead had migrated anteriorly. Follow up identified the physician had removed both leads and replaced these with a surgical lead. As of the postoperative programming, it was reported the issue was resolved by the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.